Manufacturer narrative:
The complaint received states that during an interventional procedure the smart control stent had premature deployment. This is a male patient of unknown age and medical history. The target lesion was in a side unspecified external iliac artery described as heavily calcified, tortuous, and 80% stenotic. The product was handled according to the instructions for use (IFU) guidelines and no anomalies were noted prior to insertion into the patient. When the device was inserted, strong resistance was felt while the smart control was crossing through the target lesion. The physician applied force to advance the device and the smart control stent was prematurely released at the distal catheter end. The stent was then fully deployed in place, the stent delivery system (sds) was removed from the patient and the procedure was completed using another smart control stent. The target lesion was completely covered with the two stents. There was no report of injury to the patient. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15143381 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Three units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No nonconformance records were issued for this lot. No excursions were found for lot 15143381. Outer member subassembly lot 15137455 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Twenty seven units were rejected during the assembly of lot 15137455. The DHR review confirmed that the rejected units were properly segregated and discarded. Polyimide guide wire lumen subassembly lot 15134815 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lot 15134815. Premature deployment is a known potential event associated with the use of self-expanding stent (ses) devices. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Smart control: the IFU (instructions for use) cautions ''advance the delivery system past the lesion. Pull back the delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.'' Review of the information suggests that vessel and target lesion characteristics may have contributed to the reported events of premature deployment. No corrective or preventive action will be taken.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15143381 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No nonconformance records were issued for this lot. No excursions were found for lot 1514338. Outer member subassembly lot 15137455 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the assembly of lot 15137455. The DHR review confirmed that the rejected units were properly segregated and discarded. Polyimide guide wire lumen subassembly lot 15134815 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the assembly of lot 15134815.

Event description:
During the procedure, the smart control stent was prematurely released from the distal catheter end. The target lesion was located in the external iliac artery. The lesion was described as 80% stenosed with heavy calcification. The reference vessel was tortuous. Strong resistance was felt while the smart control was crossing over the target lesion. When the stent delivery system (sds) was pushed harder, the smart control stent was prematurely released from the distal catheter end. The sds was removed from the patient and the procedure was completed using another smart control stent. There was no adverse event to the patient and the patient was in stable condition. The product will not be returned. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control stent delivery system flat and straight outside the patient. The tantalum marker were observed to open symmetrically.